Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6 )as follows: during a procedure on (B)(6) 2013, the proximal femoral nail a (pfna) blade stuck to the blade inserter. The surgeon found it difficult to lock the blade and release the inserter. The surgeon decided to take out the blade and put in a new one. It was reported that because the surgeon was unable to release the blade from the inserter, he decided to break the blade to get the inserter free. The tip of the blade remained attached to the inserter. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The instrument was sent to our relevant pm for investigation: the returned article was analyzed for conformance to print specifications, as well as the device history record has been researched. No abnormal findings were identified. No product fault could be detected.